Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to an implantation of an endoprosthesis procedure. Reportedly, a cuff miss occurred with one proglide. The sutures of two proglide devices were successfully preplaced prior to the endoprosthesis procedure. The sheath was upsized and the endoprosthesis procedure was completed. The successfully preplaced sutures of two proglide devices were used after the endoprosthesis procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Although the reported cuff miss was not specifically confirmed, a suture retrieval issue was confirmed, thus the reported event is confirmed. In addition, the analysis of the returned device found a posterior foot break that was not returned with the device. The location of the foot is unknown. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported cuff miss/suture retrieval issue appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: the access site for the implantation of an endoprosthesis and proglide suture placement was the right common femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.